Event description:
It was reported that during interrogation, an elective replacement indicator (eri) message appeared. The battery voltage stated 2.97 volts; however, the device was in vvi 65 mode. The device was reprogrammed to dual chamber mode and re-interrogated. The eri message did not reappear. A power on reset (por) was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-65, implantable pacing lead, implanted: (B)(6) 2009. Product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).